Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient lost consciousness and was in a car accident. It was also reported the patient had heart rate pauses and episodes of syncope. The patient is pacing dependent. It was noted that the right ventricular (rv) lead had oversensing, loss of capture, high thresholds and insulation damage. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.